Manufacturer narrative:
Section a4/a5: unknown/asked but unavailable (asku). Section e1: telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, the account did not provide the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded toric monofocal intraocular lens (iol) was explanted and another johnson & johnson lens (same model and 20.5 diopter) was successfully implanted as a replacement due to the patient experiencing residual astigmatism in the right eye. There was no vitrectomy, incision enlargement, or sutures required. There was no patient injury. The patient is doing fine post-operatively (op). The lens is not available for return. No other information was provided.